Manufacturer narrative:
The device was not returned for analysis. An event of endocarditis and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, causes for the reported endocarditis and heart block could not be conclusively determined. The reported unexpected medical intervention and surgery are the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor (serial: (B)(6) was implanted. Patient was discharged. On (B)(6) 2024, the patient returned due to third degree heart block and a permanent pacemaker was implanted. On(B)(6) 2024, the patient returned to hospital with fever and malaise. Endocarditis was confirmed. Staphylococcus bacteria was confirmed. Antibiotics were administered. Patient was reported to be stable. No further intervention due to high surgical risk.